Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. The fse found the drive manifold to be defective. The fse also recommended the customer to replace safety disk & 5000 hours maintenance pm kit. After the replacement of the drive manifold, safety disk & 5000 hours pm kit the fse found proper pressure and vacuum. The fse then observed that the helium volume cylinder did not empty within 10 seconds. To fix the issue the fse replaced the volume cylinder and perform the autofill calibration. The unit was then checked and was working fine. The fse performed all functional and safety tests to factory specification. The iabp unit passed all tests performed and was returned to the customer and cleared for clinical use.